Event description:
The device was returned to the manufacturer for operating system migration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the software had not been migrated, so the hard drive was reconfigured, and software was updated. It was also noted that the stylus pen was not working, as a result the stylus pen was replaced and calibrated. Concomitant products: product ID 2067l radiofrequency head. (B)(4).